Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 09/15/2020. Investigation conclusion one 2300e sample from lot 19125960 was received for investigation in opened packaging. A visual inspection identified a small split in the blue piston of the smartsite component. Pressure testing confirmed the customer's experience as a leakage was identified through the damaged piston. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the manufacturing process did not identify any potential sources for damage of this nature and a definitive root cause could not be determined. A review of the production records for lot 19125960 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The customer confirmed that the leakage was observed after connection with a syringe, however it could not be determined if a needle was used to access the smartsite. Please note that accessing the smartsite® with a needle will cause a leakage back through the hole due to the smartsite® piston not being able to reseal. The smartsite® is intended for use with a flat-tipped male luer lock and not a needle. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 2300e set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the bag access device experienced stick down of a needle-free valve, and leakage. The following information was provided by the initial reporter: we faced again a problem today with 1 smartsite bd: when preparing a nacl bag, we connected the "smartsite" bag access to it in order to do a sampling with a syringe. When disconnecting the syringe from the bag access, a discontinuous leak occurred at the blue sampling point.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bag access device experienced stick down of a needle-free valve, and leakage. The following information was provided by the initial reporter: we faced again a problem today with 1 smartsite bd: when preparing a nacl bag, we connected the "smartsite" bag access to it in order to do a sampling with a syringe. When disconnecting the syringe from the bag access, a discontinuous leak occurred at the blue sampling point.